Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received with insulin pump error multiple times after the first one for a total of 6 alarms. The blood glucose was unknown at the time of the incident. The customer advised to replace the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error due to corroded motor and electronic assembly.